Event description:
It was reported that the device delivered inappropriate high voltage therapy. Oversensing and loss of capture were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged into the right atrium. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.